Event description:
It was reported that this right ventricular (rv) lead was explanted due to a lead fracture confirmed through lead testing. This lead was successfully replaced. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.